Event description:
At the time of implant of a surgical lead, it was noted that the tip of the introducer sheath with the fluoroscopic marker band had broken off and remained in the pt. The procedure continued with implantation of the lead.